Manufacturer narrative:
The customer reported that the values of the multigas unit are off/incorrect, and wants his device evaluated. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the values of the multigas unit are off/incorrect, and wants his device evaluated.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the values of the multigas unit are off/incorrect, and wants his device evaluated. The unit was cleaned and evaluated and the reported problem was duplicated. The gas unit was replaced to resolve the issue. All functions were tested per the service manual. The gases are with in specs and pass both zero calibration and gas calibration. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.